Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (4 mg/ml at 1.1517 mg/day) via an implantable pump for an unknown indication for use. It was reported after interrogating the pump, a pop-up message came up indicating the pump was stopped. The patient had an "rm" [MRI] on (B)(6) 2020, the pump stopped, and following the annotations of the pump, it seemed the pump had been stopped until (B)(6) 2020. It was suspected the pump was working because the patient felt good, no "infradosis" was detected, the residual volume of medication was 8.3 and the expected was 7.8, and the patient didn't hear the alarm during the period it was supposed to be stopped. When interrogating the pump, an update could be performed without any problem. However, it was unknown if the issue resolved. The patient status was alive - no injury. A session report from an interrogation on (B)(6) 2020 was provided, indicating motor stall had occurred on (B)(6) 2020 at 20:06 with a recovery on (B)(6) 2020 at 11:01. The report also indicated motor stalls occurred on (B)(6) 2019 at 13:26 until 13:59 and on (B)(6) 2019 at 11:11 until 11:44. Additional information was received, indicating the physician did not know if the patient also underwent mris on (B)(6) 2019 and (B)(6) 2019.